Event description:
A female patient contacted lifecor customer support to report that she was woken up by the lifevest shocking her. She took out the battery pack and then put it back in. At this time the device shocked her again. She said the shock was not like a vibration, but that the shock did occur in her back. She said that the monitor screen was now blank when either battery was inserted into it. She also said it smelled like burning rubber. Support sent the patient service representative (psr) to download the system. Psr could not get the monitor to turn on. Upon putting either battery pack into the battery charger, the psr got a "battery needs service" led. Support replaced the patient's monitor, electrode belt, battery charger, garment and two battery packs.

Manufacturer narrative:
Device manufacture dates: monitor - 02/2007. Electrode belt 05/2006. The first battery pack - 01/2005. The second battery pack - 05/2006. Battery charger - 06/2007. Device evaluation summary: device evaluations of monitor, electrode belt, the first battery pack, the second battery pack, and battery charger have been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was many failures in the board. First there were two shorted tantalum capacitors (c9 & c10) on the defibrillator pca within monitor. Both capacitors had developed an internal short circuit which, in turn, shorted the (+) and (- ) battery inputs and resulted in excessive current draw across c9 and c10. Two resistors (r45 and r20) had open connections. One diode (d10) was shorted. One transformer (q18) was shorted. Two rectifiers (q4 and q9) were shorted. The root cause of the electrical component failures cannot be positively identified but was likely random component failures. The device was repaired, retested and restocked. Both battery packs had blown fuses from being plugged into the monitor. Excessive current draw from the shorts in the monitor probably caused the blown fuses. The fuses were fixed. The battery packs were tested and restocked. Battery charger and electrode belt functioned normally. Both were returned to stock. No adverse event resulted from the electrical component failures. The patient may have had the battery voltage on her body, but no evidence exists that the capacitors were charged. The patient received a replacement monitor, battery packs, electrode belt and battery charger.